Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/15/2019, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.